Event description:
It was reported that during a device software upgrade, the pulse generator exhibited backup vvi operation. The device reprogram was performed successfully. The device was not upgraded.